Event description:
It was reported that the patient experienced withdrawal one time when a health care provider (hcp) forgot to turn the pump back on after a refill. The drug in the pump at that time was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l80990, implanted: (B)(6) 2000, product type: catheter. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).